Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Internal reference complaint #(B)(4).

Event description:
It was reported a physician performed an eviva breast biopsy on (B)(6) 2018 and the patient started to bleed "profusely". The physician aborted the procedure and removed the needle to stop the bleeding. It is unknown if further medical intervention was required.